Manufacturer narrative:
E1.: (phone number): (B)(6). The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported, left side "swelling and pain" and "seroma". The device remains implanted.